Event description:
A driver mx2 coronary stent system was inserted into a patient treatment of right coronary artery. Vessel morphology was reported to be severely calcified. The lesion was pre-dilated with another manufacturer's 3.0 balloon two times at 12atms. The physician was using a 6fr z2 jr4 guide catheter and another manufacturer's guidewire. It was reported that as the physician was advancing the stent delivery system to the intended lesion, the guide catheter slipped out of the patient and the stent delivery catheter was pulled back which resulted in the stent hitting the edge of the guide catheter and sheared the stent off the balloon. The physician attempted to snare the stent out of the rca by pulling the dislodged stent back into the guide catheter with angioplasty balloon; however, this was unsuccessful and the stent migrated to the legs where it remains. The physician changed guide catheters and guidewires and completed the case with another manufacturer's stent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.